Event description:
Speech therapist was fitting a pt with an indwelling voice prosthesis. The tracheoesophageal prosthesis was lodged in the tracheoesophageal puncture when the insertion strap broke off of the prosthesis. Due to the risk of aspiration, the pt was sent immediately for examination by the ent physician who was not able to visualize the prosthesis. X-ray confirmed that it had not been aspirated and further imaging confirmed that the prosthesis by this time (the following morning) was in fact in the colon and expected to pass.